Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation the presumable and definitive cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center's image was freezing. The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.